Event description:
It was reported that using a radial artery access approach during a procedure of the left anterior descending artery (lad) after predilatation and deployment of a xience prime stent during balloon deflation the balloon caught under the stent strut. Several attempts to remove the balloon were unsuccessful and the shaft separated and remained in the anatomy. It was noted that the separated portion was removed from the anatomy after a prolonged 3 hour procedure using 12 guide wires, 5 guiding catheters, 6 balloons and a filter device. After removal it was also noted that the distal balloon tip remained inflated which may have contributed to the difficulty encountered during removal. Additionally, this was the first stent placed, and 2 other abbott stents and 1 non-abbott stent were used in the same vessel during the procedure without reported issue. The patient outcome was reported as satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The deflation difficulties could not be confirmed due to the condition of the returned device. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.